Event description:
Add'l info rec'd from MFR 12/23/03: question 1: the only info provided by the customer for this event is that the product involved is dermabond. No product code or lot number is available from the customer at this time. The product is also not available to return. Therefore, since MFR was unable to obtain the device in question and not lot number could be provided, no eval or lot review could be conducted. As a result, with the info available, MFR has not been able to determine whether the event described in the medical device report is or is not attributable to its device. Should further info become available from the customer in the future, and update will be forwarded.

Event description:
Pt underwent laparoscopic salpingo-oophorectomy requiring skin closure with dermabond. Post operative visit notes drainage without suprapubic wound. Rx-wound care.